Manufacturer narrative:
(B)(4): approximate age of device - 1 year, 7 months.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted on (B)(6) 2015 for elevated lactate dehydrogenase (ldh) levels and tea-colored urine. It was reported that the patient's dark urine resolved. The patient was treated with heparin. The manufacturer's technical services representative reviewed the log file and noted that on (B)(6) 2015 the pump speeds were maintained slightly below set speed and power elevations had occurred. The patient's labs were reportedly improving due to treatment with heparin although the vad team was concerned for pump thrombus. It was reported that the patient was not a good transplant candidate and on (B)(6) 2015 the patient underwent a pump exchange.

Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the returned lvad pump revealed deposition in the outlet stator and a biological lining in the inlet tube. Although a root cause for the observed outlet stator deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the reported power elevations, hemolysis, and thrombus symptoms. The lumen of the inlet tube revealed white, soft biological lining. The tissue appeared minimally obstructive to the blood flow pathway and did not appear to have contributed to a functional issue. However, the growth appeared to be fairly significant and predominantly on one side of the cannula, which indicates a potential alignment issue. A cause for the formation of this deposition could not conclusively be determined through this evaluation. The outlet stator revealed dark red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor bearing cup suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient was discharged on (B)(6) 2015 to home and is doing well.